Manufacturer narrative:
Upon receipt, the device underwent bench testing, which confirmed the reported issue. The AED was unable to complete any functional testing due to a continuous "check pads" warning. Further investigation revealed oxidation on several internal boards and the speaker assembly. The oxidation is likely attributed to improper storage conditions, which may have exposed the device to excessive moisture or humidity.

Event description:
An international distributor reported that a customer's AED displayed a flashing red asi and alerted a service code. Upon attempting to run a manual self-test, the AED instructed the user to disconnect the electrode pads. Despite following this instruction and disconnecting the pads, the manual self-test could not be performed.